Event description:
Pt undergoing ambulatory procedure under nerve block. Nitrous oxide flow meter was turned on to provide supplemental anesthesia and pt immediately became agitated and began hyperventilating. End-tidal co2 identified sudden rise on co2 content. Pt given immediate o2 by face mask and values became normal. Immediate investigation identified suspect tank labelled nitrous oxide. Immediately disconnected, replaced with reserve tank, (after testing) and disabled top prevent possibility of further use. Entire facility medical gas system subsequently purged. Pt did fine but kept overnight for observation.